Event description:
The company was informed that the pt was seen in the hospital three times for fluid collection under the headpiece. The first occurrence took place two years ago. During each hospital visit, the collected fluid is reportedly drained. In (B)(6) 2010 after the third hospital visit, the pt left home with a pic-line for antibiotics (type unk) in place for one month. The pt continues to be monitored.